Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that a flow/bubble sensor incompatible error was displayed during start up of the cardiohelp. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2022-10-14. The sensor panel was replaced and a software update was made. There were no more flow sensor incompatible message after replacement. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was manufactured on 2022-04-08. The device history record (DHR) of the cardiohelp was reviewed on 2022-10-18. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The affected sensor panel was requested back for further investigations by life cycle engineering. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that flow bubble sensor incompatible message. The failure occurred during during start up. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2022. The sensor panel was replaced and a software update was made. There were no more flow sensor incompatible message after replacement. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files for this event were not provided. The affected component were investigated by the life cycle engineering (lce) on 2023-03-17. The investigation showed that there is a solder drop between the can-h and the gnd tracks. This had temporarily 'pulled' can-h to gnd and thus disturbed the communication between the digiflow-mini and the sensorpanel leading to the reported failure. The root cause of the complained behaviour was determined as poor soldering quality of the digiflow-mini. The supplier of the affected digiflow-mini was informed about this failure. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2022-04-08. The device history record (DHR) of the cardiohelp was reviewed on 2022-10-18. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "flow bubble sensor incompatible message" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2021 till (B)(6) 2022). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.